Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump piston does not move inside of the pump and it won't rewind. Customer's blood glucose was 163 mg/dl at the time of incident. Troubleshooting found that the pump alarmed no delivery as well. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. The pump was received with intermittent button response due to a flattened act keypad dome. The keypad connector was found closed properly during visual inspection. The pump rewound properly. No unexpected constant beep anomaly was noted. No unexpected excessive no delivery alarm anomaly was noted.